Manufacturer narrative:
This report is submitted on june 26, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to sustaining trauma to the cochlear implant side of the head. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on july 18, 2023.